Event description:
A periodic review of the programming history database indicated that high impedance was observed on a patient's device. No additional relevant information has been received to date.